Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. As stated in the gore excluder aaa endoprosthesis instructions for use, potential device or procedure related adverse events include, but are not limited to, improper component placement and renal complications (e.g., artery occlusion, contrast toxicity, insufficiency, failure). Additional gore device related to this event: (B)(4).

Event description:
On (B)(6), 2011, the patient was treated for an abdominal aortic aneurysm using gore excluder aaa endoprosthesis featuring the c3 delivery system. It was noted that the aortic neck was tortuous, angulated, and short. A proximal type-1 endoleak was identified on final angiography; therefore, the gore excluder aaa trunk-ipsilateral leg was re-ballooned, but the endoleak did not completely resolve. A gore excluder aaa aortic extender was placed the resolve the endoleak. The main left renal artery was carefully protected, but the smaller right renal artery was covered. The physician was unable to get a wire and catheter into the right renal artery in order to restore flow. The patient was stable upon completion. No further complications have been reported.